Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose was 45 mg/dl at the time of incident. The current blood glucose was 288 mg/dl. The other relevant blood glucose level was 244 mg/dl, 121 mg/dl and 90 mg/dl. The customer was treated with food for low blood glucose. The reservoir will not be returned for analysis.